Event description:
It was reported that the patient presented for an implant procedure. It was noted that the implantable cardiac monitor exhibited noise and the electrogram readings were missing. The session was ended and after re-interrogation the issue was resolved. There were no patient consequences.

Manufacturer narrative:
The reported events of blank egms seen during interrogation and error message received when attempting to perform an r-wave measurements was confirmed. First attempt to perform r-wave measurement failed as the device was not in good contact with the patient and had an asystole episode ongoing. During the second attempt the ble signal was poor resulting in no real-time egm transmission failing the test due to atypical condition reason, resulting in the error message. The session was ended, and the device was re-interrogated which resolved the issue. The system is performing as designed.